Event description:
This patient has renal failure and has dialysis treatments conducted by puncture of a left upper arm native vessel fistula. The patient had a history of prolonged bleeding after removal of the dialysis needles. Examination revealed occlusion of the outflow of the fistula. The patient was admitted for angioplasty to the left subclavian vein for the stenotic area. At the level of the cephalic arch a multifocal level of irregular stenosis was noted. An attempt was made by the radiologist to angioplasty the area of narrowing in the cephalic arch with a 10mm x 4cm conquest balloon. Upon inflating the balloon, the lumen of the balloon burst. This occurred at an inflation pressure of 22atm (with rated burst pressure of 24). Upon attempting to remove the ruptured balloon there was a large amount of resistance at the sheath. An attempt was made to to remove the balloon and sheath at the same time, leaving the wire access intact so a new sheath could be placed. However, this could not be successfully achieved. The tip of the balloon broke from the remainder of the catheter and was left on the wire but inside the justa anastomotic venous segment of the patient's fistula. Since the section of the balloon would have to be retrieved, a new sheath was placed over the wire and 10mm snare device was guided into the axillary region. The broken catheter fragment was successfully retrieved and an additional angioplasty with another balloon was completed.